Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.the user reported an infection at the insertion site.user reported symptoms of pain, tenderness, and puss at the insertion site. He user notified his hcp and was prescribed amoxicillin. Per the user, the infection had begun to heal. The user was advised to contact their hcp if further medical assistance was needed. No further resolution was found necessary for this complaint.

Event description:
On 24 may 2024,senseonics was made aware of an incident where user reported infection at insertion site.user had symptoms of pain, tenderness, and puss at the insertion site.user notified his hcp about the infection and was prescribed with amoxicillin.user is doing fine since using the medication and infection is continuing to heal.